Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer reported having 2 instances of tampons coming apart in pieces upon removal, on both occasions manual removal was successful. No medical care was required